Event description:
Customer reported a post donation vasovagal reaction. Per customer, "ems did provide medical attention" patient outcome is unknown as the customer was not updated post occurrence.

Manufacturer narrative:
This report is being filed to provide additional information in b5, h6 and h11. Investigation: the run data file (rdf) was analyzed for this event. From the start of blood prime to donor disconnect was 1 hour and 2 minutes. The run was completed successfully with no alarms during the procedure and no unplanned operator interactions. The ac fluid detector, donor line fluid detector, line sensor, aps, return cps, and draw cps signals were analyzed, and nothing anomalous was found. Per the customer, they were not provided any further information about the medical attention received by the donor. A disposable history search indicated there were no other reported occurrences of adverse reactions on this lot worldwide. There are no other reports of medical intervention events for this separation set lot number or plasma bottle lot number. A review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. This is the only reported instance of an unexpected donation event on this device, and the device has been in service since the event, with no further issues reported. The product was returned for evaluation. Product testing revealed no abnormalities. Investigation is in process, a follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Corrected information is provided in g.4. Investigation: the run data file (rdf) was analyzed for this event. Initial review of the log files did not reveal any abnormalities. More in-depth log file analysis did not review any abnormalities in the run. Scientific testing of the sample has not revealed anything unusual. Per the customer, they were not provided any further information about the medical attention received by the donor. Investigation is in process, a follow-up report will be provided.

Event description:
Customer reported a post donation vasovagal reaction. Per customer "ems did provide medical attention" patient outcome is unknown at this time. Terumo bct is awaiting return of the disposable set for evaluation.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: the run data file (rdf) was analyzed for this event. From the start of blood prime to donor disconnect was 1 hour and 2 minutes. The run was completed successfully with no alarms during the procedure and no unplanned operator interactions. The ac fluid detector, donor line fluid detector, line sensor, aps, return cps, and draw cps signals were analyzed, and nothing anomalous was found. Per the customer, they were not provided any further information about the medical attention received by the donor. A disposable history search indicated there were no other reported occurrences of adverse reactions on this lot worldwide. There are no other reports of medical intervention events for this separation set lot number or plasma bottle lot number. A review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. This is the only reported instance of an unexpected donation event on this device, and the device has been in service since the event, with no further issues reported. The product was returned for evaluation. Product testing revealed no abnormalities. Root cause: a root cause assessment was performed for vasovagal reaction of this complaint. A specific root cause for the reported reaction could not be determined. Vasovagal reactions are common side effects of apheresis donations. They are typically caused by fluid shift, blood loss, length of the procedure, donor's sensitivity to the procedure and/or hemodynamic stress of the procedure.

Event description:
Customer reported a post donation vasovagal reaction. Per customer "ems did provide medical attention" patient outcome is unknown as the customer was not updated post occurrence.

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
Customer reported a post donation vasovagal reaction. Per customer "ems did provide medical attention" patient outcome is unknown at this time. Terumo bct is awaiting return of the disposable set for evaluation.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: the run data file (rdf) was analyzed for this event. From the start of blood prime to donor disconnect was 1 hour and 2 minutes. The run was completed successfully with no alarms during the procedure and no unplanned operator interactions. The ac fluid detector, donor line fluid detector, line sensor, aps, return cps, and draw cps signals were analyzed, and nothing anomalous was found. Per the customer, they were not provided any further information about the medical attention received by the donor. A disposable history search indicated there were no other reported occurrences of adverse reactions on this lot worldwide. There are no other reports of medical intervention events for this separation set lot number or plasma bottle lot number. A review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. This is the only reported instance of an unexpected donation event on this device, and the device has been in service since the event, with no further issues reported. Investigation is in process, a follow-up report will be provided.

Event description:
Customer reported a post donation vasovagal reaction. Per customer "ems did provide medical attention" patient outcome is unknown at this time. Terumo bct is awaiting return of the disposable set for evaluation.